Event description:
It was reported that there was an alert for possible damage in hv shock circuit. It was also noted that patient underwent bypass surgery at the time of alert. It is not known if therapy was disabled at the time of surgery. Interrogation revealed the alert may have been false since the device has successfully charged since the time of the alert. A successful firmware download was completed and the alert was cleared. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.